Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a pulse generator implant procedure. During the procedure, the physician found that the material near the connector ring of the right ventricular lead was bent. The physician compared it to another new lead and concluded that there was a slight bent in the first lead. The physician used the good lead to complete the procedure without incident. The patient's condition remained stable.

Manufacturer narrative:
The reported event of bent component on the lead was not confirmed. Analysis was normal. No anomalies were found.